Event description:
It was reported, that the patient presented for follow up. The patient underwent chest x-ray. Which found, the right ventricular (rv) lead was dislodged. The patient required transcutaneous pacing and the rv lead was explanted. And new rv lead was implanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.